Manufacturer narrative:
(B)(4). Note: the hled series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. A maquet service technician inspected the device and found a broken plastic cover at the suspension, where the fixing screws are located. He replaced the cover with a new one and returned the device to service. Maquet determined that the most likely cause for the reported event might be an excessive tightening of the screws during installation, combined with repeated collisions during use. The hled series maintenance instructions in the labelling include a verification of the covers. Component code: (B)(4).

Event description:
The customer reported that the bottom cover fell off of the ceiling suspension before a procedure. No injuries were reported. Factory reference number : (B)(4).